Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of an air and water flow issue was confirmed due to the clogged nozzle. Additional issues were discovered during the device evaluation: due to nozzle clogging, the water removal ability does not meet the standard value; the image guide protector was damaged; due to angle wire wear, the bending angle in the up/down direction does not meet the standard value; due to angle wire wear, the play of the up/down knob was eliminated; the switch has wear; the universal cord has a wrinkle, the adhesives around the objective and the light guide lens have white-clouded areas; and the cover has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the customer was experiencing air and water flow issues from the air and water flow system on the evis lucera gastrointestinal videoscope. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that there was a foreign object inside the nozzle. This report is to capture the reportable malfunction of the foreign material that remained inside the nozzle due to insufficient cleaning noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It was also confirmed that there was no deformation of the air/water nozzle. Olympus will continue to monitor field performance for this device.